Event description:
It was reported that pump experienced malfunction code Malf 0 with no notable events occurring beforehand. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. The customer had not addressed the elevated BG at the time of report, and did not require assistance from a third-party. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their HCP to obtain a backup method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.